Event description:
It was reported that the patient¿s pacemaker and the right ventricle lead exhibited under sensing due to the pacemaker's programmed sensitivity. No programming changes were made. There were no patient consequences.